Event description:
A peritoneal dialysis (pd) pt reported that she was recovering from an incident of peritonitis. During follow up, the patient's pd nurse reported the pt had an episode of peritonitis attributed to touch contamination. The pt has poor eyesight and is believed to have touched an end of her pt line before connecting for treatment. She was diagnosed on (B)(6) 2014 based on growth of coagulase negative staphylococcus in her pd effluent. She was treated with antibiotics fortaz and vancomycin before being switched to just vancomycin following the culture. She was considered fully recovered on (B)(6) 2015 when her effluent came back clear of infection. She was not hospitalized at any time for this event.

Manufacturer narrative:
A follow-up MDR will be submitted following eval by the post market clinical dept and manufacturing plant.